Event description:
My name is (B)(6). In (B)(6) 2017, a st jude medical ICD was implanted in me after I was diagnosed with heart failure. Afib and premature ventricular contractions (pvcs). As part of the implant process, my native heartbeat was ablated. I am fully dependent on the ICD for a heartbeat, if the battery in the device depletes fully, I die. At the time of the implant, I was assured that the st. Jude device was a good, reliable device. I had no reason to question my doctor's choice of the st. Jude medical quadra assura implantable cardiac defibrillator. The battery life was expected to be 3-5 years. My device was replaced on (B)(6) 2018 about 10 months after it was implanted. In the two days prior to replacement, my device lost two weeks of battery life. My device was within approximately 3 weeks of complete depletion. In (B)(6) 2018, st jude issued a software update regarding battery performance alerts. This update should have caused the device to report to the remote transmitter (merlin at home) and thus to my doctor that the battery in my device was depleting the battery at a faster than expected rate. This feature was either not installed or did not work in my quadra assura ICD. Fortunately for me and my family, I have pvcs and followed up with another cardiologist and found that the battery in my device was depleting at a life-threatening rate. If I had not followed up with that doctor, the next appointment I had to have my pacemaker checked was in (B)(6) 2019, long after the battery in my device would have expired conceivably killing me. St jude medical's devices, the ICD and remote transmitter put my life in danger. My experience with a st jude device, that was implanted after the recall, suggests that the devices manufactured by abbott/st jude medical still have a lithium clustering problem or that the batteries in their devices have developed yet a new problem that results in the batteries shorting out causing premature battery depletion. Either way, st jude medical has continued to sell defective, life sustaining devices.